Event description:
It was reported that during a stenting treatment procedure, stent compression occurred. The target lesion was located in the left main coronary artery. The promus element plus stent was introduced and deployed in the target lesion. Post dilatation was performed using a nc trek balloon. When the balloon was withdrawn, it was noted that the distal portion of the stent was compressed.

Manufacturer narrative:
(B)(4). Outcomes attrib. To ae, describe event or problem, device code: updated type of event corrected from malfunction to serious injury. Ae or product problem corrected from malfunction to serious injury and product problem. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the stent extended from the left main coronary artery (lmca) into the left anterior descending (lad) artery. The physician wired through the stent into the circumflex and ballooned the side hole with the balloon. As the balloon was being withdrawn through the stent, the balloon caught on the stent causing the stent to compress into the lmca. The balloon was removed and the stent post-dilated to expand the portion that had compressed. The patient's condition was stable post-procedure.